Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, low impedance, and high rate non-sustained episodes with artifact. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was explanted and replaced.